Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient suffered a modular neck breaking. On (B)(6) 2016= removal of broken neck with "neck fracture removal de vice" and plant of new profemur modular neck long straight co-cr and head biolox delta 36s.